Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that flakes from either the variable angle (va) locking screw head or the plate shed at the point of locking during a procedure on (B)(6) 2015. The surgeon was tightening the va locking screw with a torque-wrench equipped screwdriver when the shedding occurred. The surgeon believes that the occurrence was due to either ¿steep screw angles or undue torque of about 1.2 nm.¿ the devices remain in the patient. The surgery was completed with no delay and no reported patient harm. This report is for one (1) unknown plate. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. This report is for one (1) unknown plate. Complainant part was not explanted; remains in the patient. The complainant part will not be returned for manufacturer review/investigation as it remains in the patient. PMA/510(k): unknown, as there were no lot or part numbers provided for the complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.